Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture broke besides knot during suturing. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary it was reported performance breakage suture. An empty opened foil, an empty labeled winding former and a dispensed needle-suture piece of product code (B)(4), lot ldm965 were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument was noted. The suture was examined, and body fluids were observed along of strand, no breakage suture was noted; however, the sides of fixation tab were broken. Addition, a functional test was performed using a instron and the tensile force were above the minimum requirements. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found on the suture and the tested sample met the finished goods requirements, the reported complaint could not be confirmed. In addition, the assignable cause of fixation tab failure could not be determined, this report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.